Event description:
Information received by medtronic indicated that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor alarm for third time. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer stated that insulin pump was not completed steps in displacement verification table. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 43 alarm found on (B)(6), 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. The insulin pump was monitored and no pump error 43 alarm noted during the testing. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Successfully downloaded history files and traces using thump. There was no pump error 43 alarm recorded in the formatted history file for the event date. However, pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:12:00.000, 03:22:00.000, 05:12:00.000, 09:59:00.000, 10:09:00.000. No pump error 37, 38, 39, 41, 42, 79, 80, 82 and 130 alarm on the formatted history file noted. Pump error 43 alarm due to corrosion on the electronic assembly. Force sensor zero offset within specification (22.8 millivolt). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Pump error 43 alarm was confirmed. Pump error 43 alarm due to corrosion on the electronic assembly. During visual inspection, slight corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.